Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 8845696: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed.(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed. The subject device, part number 241.90,1 was received intact with a screw fragment stuck into the insertion guide screw hole. There are various marks and scratches on the superior surface of the plate, but the balance of the instrument is in good condition. The returned device shows light use during its 10 month lifespan. The plate is in good condition with only minor scratches and a screw fragment stuck into the insertion guide hole. The screw fragment does not appear to follow the axis of the hole. It is likely that the screw was cross-threaded, and subjected to an excessive insertion force which led to the beak. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawings for the device specifications were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition was most likely caused by excessive force used to insert a cross-threaded screw, rather than the design of the instrument. Although the exact cause cannot be determined, this complaint condition is likely a result of excessive force being applied to a cross-threaded screw, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. A review of the device history records was requested and the results are pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that a sales representative was doing a demonstration with some residents at a hospital in (B)(6). Reportedly, the representative was using an insertion guide on a plate, and the screw on the insertion guide sheared off the lateral side of the instrument and became stuck in the plate. The device did not malfunction during surgery while being used on patient. This report is 2 of 2 for complaint (B)(4).